Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of an enlarged transplanted kidney and peritonitis in a patient coincident with dianeal pd2 ambuflex, dianeal pd2 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with the baxter customer services, the following was reported. On an unreported date the patient was diagnosed with an enlarged kidney. On (B)(6) 2012, the patient was hospitalized for the removal of enlarged kidney. On an unknown date, the enlarged transplanted kidney was removed. During hospitalization, the patient developed peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The specific product code for the transfer sets involved is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for h12b02065, h11k01037, h11h31070, h12c30049 and h12d30047 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.